Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented the low battery alarm. Battery testing identified a low battery, which caused the alarm. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a damaged battery. There was no patient involvement. Additional information was requested and is not available.